Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens reviewed the instrument data and determined that quality control (qc) recovery was within acceptable ranges and a coefficient of variation (cv) check was also within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed an inspection of the instrument, replaced the mixer 1 rotational motor and mixing rod, aligned the rod height and cuvette position. After service was permed, the instrument was tested and determined that the cv and qc were within acceptable ranges. The issue is solved, and the customer is fully operational. The cause of discordant ca_2c results is unknown. No further evaluation of this device is required.

Event description:
Discordant falsely elevated calcium 2, concentrated (ca_2c) patient results were obtained on an advia chemistry xpt instrument. The discordant results were not reported to the physician(s). The customer used the same sample to perform repeat testing on another advia chemistry instrument. The repeated results were lower, in line with previous results and reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant falsely elevated ca_2c results.